Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted to treat pelvic organ prolapse. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, bladder spasms, neurologic compromise to her structures and tissues, stress urinary incontinence, formation of scar tissue, erosion of her internal bodily tissue and multiple complications and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and pop repairs. It was reported that the patient underwent excision of mesh and vulvar abscess on (B)(6) 2011 due to cystocele, rectocele and erosion.